Event description:
The patient reportedly experienced episodes of pain and a shocking sensation with device use. The patient discontinued use of the device. The doctor confirmed that the implant site and position of device were within normal limits. Device revision surgery has been scheduled.